Event description:
The pt was treated on hemodialysis with the rexeed-21sx on (B)(6) 2009. The pt felt panic and had shortness of breath just after onset of the treatment. The bp of the pt dropped down and the adventitious sounds (moist rales) were heard in lungs. The hemodialysis discontinued immediately and the pt was admitted to the ER. The pt outcome was recovery. But no info was obtained about the clinical intervention taken for the pt.

Manufacturer narrative:
The used device could not be analyzed because it was discarded by the user facility. No abnormality was found in the quality records of the suspect product lot. Consequently, the root cause of the event could not be identified as only the insufficient info was available. The symptoms observed in the events are considered to be a dialyzer reaction. Note: the dialyzer reaction is a broad group of events that include both anaphylactic and less well-defined adverse reactions of unk cause. "Handbook of dialysis 4th ed." John t daugirdas et. Al., lippincott, williams & wilkins, 2006.